Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist states a heavy wear on patient's molar, anterior open bite and lack of any contact on patient's incisors was observed. Discussed with patient that this is red flags of patient's occlusion and need to proceed carefully with any orthodontic interventions in order to balance their bite properly. The patient informed the dentist that they are doing an at home orthodontic therapy, which has worsened their occlusal situation and made their bite uncomfortable. The patient has ceased the aligner treatment. The patient's complex malocclusion is in need of treatment by a licensed orthodontist in person.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
Patient called in with additional information after the reported event. H6 codes added. Health effect: clinical code: sensitivity of teeth; pain. Medical device problem code: structural problem.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.